Event description:
It was reported the insulin pump alarmed motor error during prime. Alarm was cleared and explanted. The device did not rewind during rewind. Customer was advised to deliver a fill canula and device alarmed again. Customer was unable to perform displacement test. The drive support did not seem damaged. Alarm occurred three times. No further info reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.